Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After implanting the ventricular lp, it was noted that it dislodged to the left pulmonary artery. The lp was removed and replaced. The patient was stable.